Event description:
Report rec'd from the abbott international canada affiliate that states "cardiorespiratory arrest of pt while receiving epidural delivery with device of bupivicaine 0.1% and morphine 0.05mg/ml in 250ml normal saline." The pump had been programmed with a delivery rate of 8.0ml/hr, pca bolus dose of 2.0ml, bolus lockout of 30 minutes and a total container amount of 250nk. The pt later expired, date of death not available. The hosp has refused to provide any further info citing pt confidentiality.